Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
Height: 5' 8". E3: occupation: interventional radiologist. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: 6f sheath access, procedure was completed, and physician inserted the 6fr angio-seal device. He alleges that he had appropriate placement, and during the tamping phase of the procedure, the tamper seemed to slip and string tension gave way, which then the angio-seal collagen advanced into the vessel. Vascular surgery was consulted, and the patient went directly to the operating room for angio-seal removal. The estimated blood loss was less than 250cc. Procedure performed was a bronchial artery embolization. Additional information was received on 19nov2025: angiogram was performed after initial access was achieved. No atherosclerotic disease near access site. Appropriate location in the common femoral artery (cfa) above bifurcation. There was some difficulty with sheath insertion, per tech in the room. Patient had a bronchial artery bleed. The collagen was removed during surgery. The patient was stable after the angio-seal removal. The doctor was holding the tamper tube and string taught, felt a slip forward, and lost tension. He did not cut the string and left it hanging out of the skin/intact. He accessed the contralateral groin and attempted to snare the angio-seal from the artery. He aborted after he found he grabbed off small piece of the collagen plug instead of the whole unit. Vascular surgery was then consulted, and it was determined patient needed to go to surgery for device removal. It was reported that the collagen plug, and footplate were both removed. The patient remained admitted in hospital on day three, stable and normal pulses.